Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the complaint history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history review) for the cyclesure biological indicator (bi) was performed and found to meet all required specifications without any manufacturing nonconformities at the time or release for shipment. The complaint history for this cyclesure bi lot shows no other similar complaints. Trending analysis for no growth of the bi control issues associated to the cyclesure did not indicate a significant trend. (B)(4). One processed and two unprocessed cyclesure bi lot 061101 were returned for investigation. Visual analysis of the two unprocessed cyclesure bi indicated that the vials were crushed. The chemical indicator (ci) cap color was red and the cap was depressed. A single tyvek liner and spore disc were present in each vial. There was no remaining media in the vials. There were no anomalies found with the processed vial. A conclusive root cause is not confirmed as thorough investigation and testing could not reproduce the reported issue of a no growth of the cyclesure bi control. The samples returned for investigation exhibited growth after 24 hours of incubation. The customer was advised to refer to the cyclesure bi IFU for proper bi use regarding incubation temperature and checking for integrity prior to use.

Event description:
The customer reported no growth of a positive control for cyclesure biological indicator (bi). The control did not change color correctly 24 hours after incubation. However, it changed to a pale purple after 36 hours. The customer tried another bi vial as a positive control and it turned yellow after 24 hours. The customer mentioned that they do follow the recommended asp product IFU for handling biological indicators. The bi was crushed before processing. The customer did not report any human reactions due to this event. This is all the information currently available regarding this event. Follow-up for additional information and clarification was requested from the international affiliate. Should additional information be received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4): no growth of bi control